Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, leakage from the cable and the main body was recognized, and from this, it is likely that poor communication occurred due to failure of charge-coupled device (ccd) caused by flood into the cable and the main body, and the phenomenon¿ the image is not displayed¿ occurred. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Do not strike the camera head. The camera head may be damaged. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the camera head was cloudy. The issue occurred when preparing the scope for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was no image due to deformation of the cable unit and poor water tightness of the camera and cable units. The report is being submitted due to the defects found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the image was out of focus due to a loosened adapter. This event is under investigation. A supplemental report will be submitted upon receiving additional information.